Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the charger quit working. Patient stated the controller did not do anything. Patient service specialist walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller does not power on even when battery inserted again. The issue was not resolved. An email was sent to the repair department to replace the controller device. Pt also reported they had a damaged intellis belt. Pt said the belt broke right after they got the belt. Additional information received from the patient. Patient called back and stated they received the replacement controller and it was set up in a different language. During the call patient got no device found. Patient plugged the recharger into the controller and got a screen 78; patient noted they inserted aa batteries in the controller. Agent asked patient to grab the battery pack. Patient inserted the battery pack into the controller but the controller did not power on. Patient removed the battery and plugged the controller into the ac power supply cord. Controller powered on. Patient inserted the battery and confirmed green light was flashing above the screen. Patient plugged the recharger and got screen 79 and agent advised the patient to continue charging the controller, then to call back to troubleshoot and change the language back to english. Patient had difficulty reading serial numbers and noted they couldn't see it and it was really little.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#:(B)(4) ; product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(4), h3. Analysis found that the complaint was unverified, unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.